Event description:
It was reported that during a procedure in a in non-tortuous distal left anterior descending bypass graft side branch artery, a 2.0 diameter trek balloon dilatation catheter was advanced without resistance to a heavily calcified lesion and pre-dilatation was performed, then the 2.0 diameter trek was removed. A 1.5x12 mini trek balloon dilatation catheter was then advanced without resistance and inflated four times at the lesion site, then removed. Then a 2.0x12 mini trek was advanced without resistance just distal to the lesion, then ruptured when inflated to an unspecified pressure, resulting in a vessel perforation, bleeding, and a piece of the balloon separated that was not snared and left in patient anatomy. The 2.0x12 mini trek was removed and the perforation resolved on its own without treatment. A 2.25x23 xience nano drug-eluting stent delivery system was advanced but could not cross the lesion, and was removed. Then a 2.25x23 mini vision stent delivery system was advanced to treat the lesion, but could not cross the lesion, and was removed. Then a 2.0x12 mini vision stent delivery system was advanced and could not cross the lesion, and was removed. There was no patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the inflation lumen and the balloon, which is consistent with use of the device and a leak or balloon rupture. The analysis confirmed that the balloon ruptured radially and had separated at the distal end of the balloon marker, 1 cm distal to the proximal seal. The separated distal portion of the balloon was not returned for analysis, which may have aided the investigation. However, the material at the rupture appeared to be jagged, suggesting that the separation was likely related to tensile overload (material stress/fatigue). There were scratches visible on the balloon proximal to the rupture, which indicates that the balloon may have experienced mechanical damage at some point. The balloon marker band was still intact. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. The lesion was also heavily calcified and likely contributed to the reported difficulty. It was not known at what pressure the balloon was inflated or how many inflations were performed at the time of the rupture. However, it is likely that the balloon interacted with the heavy calcification upon inflation attempt such that it became damaged (scratched) and ruptured radially. As a result, the balloon likely became entrapped in the lesion and thereby contributed to the subsequent balloon separation upon removal. The foreign body left in patient appears to be a result of the separation as the distal end of the separated balloon remained in the patient anatomy. As it could not be seen under fluoroscopy, the balloon was unable to be snared. It was reported that after the balloon ruptured, a perforation occurred which sealed on its own with no further treatment required. The reported patient effect of perforation, as listed in the mini trek instructions for use, is a known adverse event associated with coronary angioplasty procedures and is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a quality deficiency associated with the product. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures or separations from this lot.